Manufacturer narrative:
Results: customer returned two 1/2cc, 12.7mm syringes and one vial of humulin insulin. Both returned syringes were tested to determine the shield removal forces. All removal forces fall within specification. Both samples were also examined and no broken or detached cannula was observed. Device history record review ¿ a review of the device history record was completed for batch# 6263511. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material# 700007541 (syringe 0.5ml asm 30ga 1/2in tw (B)(4)) that went into the finished batch# 6263511. Batch#6292636, date(s) of manufacture: 01nov2016 to 04nov2016, machine(s) manufactured on: (B)(4), needle assembly ¿ there were two (2) batches of material# 8006047 (needle sf asm 30ga 1/2in tw orange) that went into the finished batch# 6263511. Batch#6274847, date(s) of manufacture: 16oct2016 to 18oct2016, machine(s) manufactured on: (B)(4), batch#6285951, date(s) of manufacture: 02nov2016 to 04nov2016. Machine(s) manufactured on: (B)(4). There were zero (0) notification for defects noted during the manufacturing of any batches noted above. One (1) notification [(B)(4)] was created for an unrelated issue found during review of the documentation. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when the consumer tried to remove the bd insulin syringe with the bd ultra-fine¿ needle 0.5 ml 30 g x 1/2 in. From the vial it broke off. No injury or medical intervention.